Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 3.08 v prior to implant. The box label voltage for this device is 3.25 v.